Event description:
It was reported that this lead exhibited high thresholds and high out of range pace impedance measurements. This lead was reprogrammed to unipolar pacing with appropriate measurements achieved. This lead remains in service. No adverse patient effects were reported.